Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not detected on bus. A field service engineer found drawer was unable to be recovered, checked the connections and cables and tested on hardware test application (hta), but the issue persisted. Further, fse replaced the full height cubie drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.